Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to myopotential oversensing were observed. The device was reset and no oversensing was found. The device remains implanted. The patient was stable.